Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon was defective . As per follow-up via phone on (B)(6) 2022, it was reported that the fluid would not go through the tubing and stayed in the top of the valve .

Event description:
It was reported that the foley balloon was defective . As per follow-up via phone on 19jul2022, it was reported that the fluid would not go through the tubing and stayed in the top of the valve .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tubing does not meet specification". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.